Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking at fill port cap" was not confirmed. Visual examination of the device revealed no evidence of leak found at the filling port or anywhere on the device. Thereafter, the fill-port cap was removed; no evidence of leak was found at the filling port when the cap was removed. A leak test was subsequently performed by draining the fluid in the reservoir then refilled it with green water; no evidence of leak was detected at the filling port. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv 10 device was observed leaking at the fill port after filling. According to the report, the device was filled with yondedlis. There is no report of patient injury or medical intervention. No additional information is available.